Event description:
Two budde halo components were found defective upon incoming inspection. The complaints were described as 438b1010 starburst teeth has rusted and the spring is not attached. A 438a 1024 halo adjustment wrench is rusted. There was no patient contact reported with this complaint.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.